Manufacturer narrative:
It was noted one (1) sample was received, it was in use condition, without its original packaging. Visual inspection was performed at 12" under normal lighting to received unit, in order to detect any missing component on the unit. The sample didn't have an elbow connector. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that immediately after opening the package, the customer noticed no elbow connector came with the product. No patient injury reported.